Event description:
The pt called lfs alleging that their one touch basic enhanced meter would only prompt error 1. The pt neither alleged harm nor experienced injury. Pt contacted a medical professional for advice. The customer service rep discovered that the pt had been cleaning the meter with alcohol. The pt was walked through properly cleaning the meter and the meter would no longer power on. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and control were replaced.